Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had been implanted for 8-10 months and then all of a sudden they started to notice their flesh ¿being sort of eaten away¿ around the neurostimulator site. It was stated to have kept getting ¿worse and worse.¿ the patient reportedly could see there was ¿some infection¿ happening. The patient was pouring their thieves oil in the open wound 5 times a day and was also taking capsules of the oil. It was indicated the patient then went to the doctor and an explant was necessary. The ¿whole thing¿ was taken out. No further information was reported.